Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported thrombus on the device occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was used. It was noticed on the echocardiogram that a small thrombus was dangling of the end of the access system. Heparin had already been given, but they gave additional heparin since the activated clotting time (act) was sub-therapeutic and they monitored the patient for about 10 minutes. After 10 minutes, they could no longer visualize the thrombus. They continued with the procedure which was successfully completed and there were no patient complications.